Manufacturer narrative:
(B)(4). Visual evaluation of the returned device revealed that the loop was broken with evidence of burned. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a sensation medium crescent snare was used during an endoscopic mucosal resection (emr) procedure. According to the complainant, during the procedure, the snare wire was deformed. The procedure was completed with another sensation snare. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure. This event has been deemed a reportable event based on the investigation results; loop broken.